Event description:
It was reported when the programmer (B)(6) is used to decrease stimulation the parameters increase instead. A new programmer was sent to help resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.